Event description:
During pt treatment with the model 3100a, the 3100a's oscillator stopped, with alarms sounding. The user was unable to restart the oscillator. The pt was moved to another 3100a without compromise.